Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) does not power on was not confirmed during the functional testing and the archive data review. The autopulse platform was powered on successfully during multiple testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. There was no device malfunction. The investigation findings revealed that the platform was used with batteries that are known not able to power on the autopulse platform in elevated ambient temperatures. During visual inspection, the top cover was observed to be cracked, unrelated to the reported complaint. The probable root cause for the observed physical damage was user mishandling. The top cover needs to be replaced to address the issue. The archive data review showed no significant discrepancies on the reported complaint date, however, the data showed on may 14th and 15th of 2023 the platform was used with two batteries (sn (B)(6)) covered by CAPA 22-005 that likely could attribute to the customer's reported issue. The customer was requested to dispose of the batteries. The autopulse platform passed the initial functional test without any fault or error. The platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with multiple good known test batteries without any fault or error. Waiting for the customer's approval for service.

Event description:
The autopulse platform (sn (B)(6)) would not power on. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.